Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the implantable cardioverter defibrillator (ICD) in backup mode due to off-label MRI; no high voltage therapy was available during backup mode. Programming changes were performed to resolve the issue. The patient condition was stable.